Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy fluid. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. On the same day as the event onset, the patient was treated with fortum injection (1gm per day, route and duration were not reported, ongoing) and vancomycin injection (1gm, after 5th day, route and duration were not reported, ongoing) for peritonitis. At the time of this report, the patient has recovered from cloudy fluid and was recovering from the peritonitis event. Pd therapy was ongoing. No additional information is available.